Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6) portico I study, (B)(4). This event is being reported for the endocarditis. The event of death was reported to not be related to the patient's implanted portico valve. It was reported that on (B)(6) 2017, a 27mm portico valve was implanted. On (B)(6) 2021, the patient was diagnosed with endocarditis secondary to severe urinary sepsis. The infection was caused by (B)(6). Intravenous (IV) antibiotics ceftriaxone and ampicillin were administered. The endocarditis was successfully treated and antibiotics stopped on (B)(6) 2021. On (B)(6) 2021, the patient was admitted to the hospital for pre-existing heart failure after presenting with shortness of breath. The patient's heart failure was secondary to chronic exacerbated anemia, which was possibly related to gastrointestinal bleed. A transesophageal echocardiogram suggested aortic vegetation (6-8mm) with no prosthetic valve dysfunction, including no stenosis or regurgitation. On (B)(6) 2021, the patient was diagnosed with a disabling ischemic stroke and experienced symptoms of hemianopia and dysarthria. The suspected cause was an occlusion of the left internal carotid artery, secondary to antiaggregant. The patient was on antiaggregant and not anticoagulants for permanent atrial fibrillation as the suspected cause of the anemia was gastrointestinal bleeding. It was noted that the stroke and the anemia were not related to the implanted portico valve but related to patient's comorbidities. On (B)(6) 2021, the patient passed away due to complications of the stroke. In the opinion of the physician, the patient's death was reportedly not related to the implanted device.

Manufacturer narrative:
An event of endocarditis, anemia and death due to complications of stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6. Health effect clinical code 4450 aortic valve insufficiency/ regurgitation was removed.

Event description:
N/a